Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery when it reached the reservoir prompt. The blood glucose reading was 116 mg/dl. The customer stated that the device kept stopping in between insulin deliveries. The issue was resolved by a complete set change. The customer called again, however, after multiple occurrences of the alarm, and requested replacement of the insulin pump. She stated that her diabetes educator advised replacement because it may have been an issue with the piston within the insulin pump. Nothing further reported.